Event description:
It was reported the patient experienced loss of stimulation 3 weeks after experiencing a fall (side where ipg is located). Diagnostics showed invalid impedance values for the scs lead. An sjm representative was unable to resolve the issue with reprogramming as only right side stimulation was restored. X-rays are to be taken as the next course of action and the patient is consulting with the surgeon regarding the issue.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.